Manufacturer narrative:
(B)(4). Upon conclusion of the investigation, the cause of the reported event was determined to be use error, night ultrafiltration (uf) being set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The amia device was returned and evaluated. The returned amia device received a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The visual inspection was performed and the device passed. During the device evaluation, an increased intra-peritoneal volume (iipv) was identified in the review of the event history logs. Upon completion of the investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
During evaluation of a returned amia device, one increased intra-peritoneal volume (iipv) event was identified, which occurred on (B)(6) 2014 at 11:04 p.m. During final drain, the patient's drain volume was 3406.87 ml, indicating the home patient (hp) drained a volume 121.674% above their maximum programmed fill volume of 2800ml. No additional information is available.